Manufacturer narrative:
Other relevant device(s) are: product ID: evolutpro-29-us, serial #: (B)(4), (B)(6), (B)(4). Product analysis: the valve remains implanted and the delivery catheter system was discarded, therefore no product analysis can be performed conclusion: without return of the products, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was placed at an appropriate depth. Upon removal of the non-medtronic pigtail catheter and delivery catheter system (dcs), the valve dislodged toward the aorta. Due to quick removal of the non-medtronic pigtail catheter and the dcs, it was unclear which product caused the dislodgement. It was reported that the guidewire and the dcs had been centralized prior to removal. Subsequently, a second transcatheter bioprosthetic valve was implanted. No additional adverse patient effects were reported.